Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient¿s legal counsel reports allegations of metallosis, elevated metal ion levels, and pain. Additional information received in patient medical records indicates that the patient was revised on (B)(6) 2006. Review of invoice history confirms that the modular head and femoral stem were removed and replaced. Subsequently, the patient was revised on (B)(6) 2007 due to acetabular loosening, a screw backing out, tissue damage, heterotopic ossification and the presence of metal debris. Surgeon removed the liner, acetabular component, two screws, and the modular head. Additionally, the patient was revised on (B)(6) 2012 due to osteolysis, inflammation and granulomatous metallic corrosive type reaction. The modular head, acetabular component and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿metal sensitivity, or allergic reaction to a foreign body.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 10 of 10 mdrs filed for the same event (reference 1825034-2013-01508-3/01510-3 and 04714/04717 and 04719/04721).